Event description:
It was reported that during an open bowel procedure when the instrument was fired, there were no staples. Another instrument was used to complete the case. There was no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.